Event description:
It was reported that during a da vinci-assisted surgical procedure, arm1 and arm2 could not be controlled by master tool manipulator left (mtml) 1 after users switched from console2 to console1. Errors related to mtm1 were confirmed earlier in the morning. It was explained that mtml might have been disabled, though no disabled error was recorded. The recommendation was to reboot the system initially. The procedure was completed using only console2 due to the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have error 23065 error indicating a failure on the elbow axis. When installed on a test fixture the mtm failed home manipulator test with the 23065 error. A swap of the manipulator controller master base driver (mcmbd) with a known good one was performed and the mtm was able to pass the home manipulator test. The mtm also failed some additional tests but after applying grease to the gears and running calibrations all relevant testing passed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the mcmbd board.

Event description:
Refer to h11 for follow-up information.